Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital by ambulance and was diagnosed with blood glucose (bg) values that reached over 500 mg/dl. For treatment, the patient was given insulin, potassium and sodium. The patient stated they had vision problems and could not walk. The pod was worn between 1 and 4 hours on the leg. The patient was discharged between 24 and 36 hours. The pod was discarded.